Manufacturer narrative:
Lot/serial numbers were not provided, therefore, review of the manufacturing records could not be conducted. The devices were not returned. Consequently, direct product analysis was not possible.

Manufacturer narrative:
Further investigation of this event determined that this event is not reportable. The medwatch submitted under #3003910212-2014-00027 is hereby retracted.

Event description:
In a review of a draft literature article to be published, these findings were noted: f. Lemaître, faculty of sport sciences, cetaps, ea n°3832, university of rouen, rouen, france; laparoscopic sleeve gastrectomy in south pacific, prospective evaluation of 510 patients; unpublished. Data collection for the article was between january 2008 to february 2013. Endoscopic gore seamguard® bioabsorbable staple line reinforcement was introduced to the study in october 2011. It was not reported how many procedures were performed using endoscopic gore seamguard® bioabsorbable staple line reinforcement . This article mentions that 6 patients, treated with endoscopic gore seamguard® bioabsorbable staple line reinforcement, experienced gastric fistula. Details regarding the treatment of the fistulas were not provided.